Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. The product was not returned for evaluation, and device logs were not synced; therefore, an investigation could not be performed. Based on third-party and user-provided information, the cause of the event was traced to a bent cannula. Should additional information become available, a supplemental report will be submitted.

Event description:
On 13-jun-2025, a territory business manager (tbm) reported that on (B)(6) 2025, a user experienced diabetic ketoacidosis (dka) after discovering two bent cannulas on consecutive infusion set changes. The user had changed supplies before bed and awoke to a high blood glucose (bg) alert. After replacing the infusion set, bg remained elevated, and the second infusion set was also found to be bent. The user was transported to the emergency room by a friend, where they were treated with intravenous fluids and an insulin injection. The user was released after five hours. A convatec inset infusion set (23", 6mm) was in use; no lot number was obtained at the time of the report.